Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual inspection of the device was performed and revealed that the body had a kink and the wire was broken. The break starts at 133.5cm from the distal tip. Both segments of the guidewire were complete and measuring to 330cm. Dimensional inspection revealed that the overall length could not be measured due to device condition and all other outer diameter met the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: "do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism and in rare cases, death. The peripheral rotawire guidewire has an expected functional life of 5 minutes (total of individual burr run times). Do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire.". Bsc ID: (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05316. It was reported that rotawire fracture occurred. The target lesion was located in the superficial femoral artery (sfa). A 2.00mm peripheral rotalink® plus and peripheral rotawire¿ were selected for use. During preparation when stepping on the pedal, it was noticed that the burr fractured the rotawire. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05316. It was reported that rotawire fracture occurred. The target lesion was located in the superficial femoral artery (sfa). A 2.00 mm peripheral rotalink® plus and peripheral rotawire¿ were selected for use. During preparation when stepping on the pedal, it was noticed that the burr fractured the rotawire. The procedure was completed with a different device. No patient complications were reported.